Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was above 400 mg/dl at the time of the incident. Patient's current bg: 216 mg/dl. Customer has been having high blood glucose for weeks and wants to troubleshoot insulin pump. Customer treated for high blood glucose with injections. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.